Event description:
It was reported that the implantable cardioverter defibrillator system including this right atrial (ra) lead was explanted due to an infection. In the interim the patient wore a lifevest. Subsequently, the patient was implanted with a subcutaneous implantable cardioverter defibrillator system. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).